Event description:
It was reported that during a case the fabius gs did not change ventilation modes after the rotary encoder was pushed by the user. It was reported by the user that the machine did not alarm as expected. The user reportedly did not noticed that the ventilation mode had not changed. It was reported that the pt was not ventilated by the machine for several mins and that the pt coded during the case. The pt was reportedly revived with no pt injury reported.

Manufacturer narrative:
The investigation is still ongoing. The investigation results will be submitted in a f/u report.